Event description:
The 12/10 mm amplatzer duct occluder (ado) was successfully implanted and released from the delivery cable. The ado was determined to be the wrong size and was surgically removed.

Manufacturer narrative:
St. Jude medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper form and function, including a final dimensional inspection using calibrated calipers. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Manufacturer narrative:
The 12/10 mm amplatzer duct occluder (ado) was received at sjm and decontaminated. The ado was examined grossly and microscopically and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was successfully deployed from a test 7f loader without any deformations. During manufacturing, this device underwent a series of inspections and tests to confirm proper form and function, including a final dimensional inspection using calibrated calipers. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.